Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged visualization of particles in tubing/chamber.the patient also alleged of having difficulty breathing/short of breath, lungs were filled with fluids and effecting other organs and, the patient was admitted in ICU. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.